Event description:
It was reported through litigation process that a patient underwent a filter placement procedure for an unknown reason. Sometime post filter placement, it was discovered multiple of the filter system struts penetrated and pierced through the inferior vena cava wall, small bowel, and aorta. Additionally, it was discovered one of the struts from the bard filter system had fractured. The filter and filter strut remains in the patient's body. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported detachment of device or device component and patient-device incompatibility as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.